Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 4:00pm at home. End-user stated that she tested her blood glucose and received a result of 315mg/dl. A normal result for that time of day is usually around 130-147mg/dl. End-user stated that she started to feel shaky and fatigued about 15-20 minutes after testing and she called paramedics. The end-user stated that she drank water and took a glucose pill while waiting for paramedics who arrived within 10 minutes. Paramedics tested the end-users blood glucose with their meter and received a result of 46mg/dl. The end-user stated that she did not receive any treatment from the paramedics but that they transported her to ascension (B)(6) hospital located at (B)(6). Upon arriving at the hospital, the end-users blood glucose was 46mg/dl. The end-user stated that she was given glucose through an IV and orange juice to raise her blood glucose levels. The end-user was using expired test strips and was advised to discard any expired products. End-user also declined to give any other medications other than her insulin. That she takes as follows lantus: 22 units per day, novolog: 7 units per day. The end-user stated that when she was discharged from the hospital her blood glucose was 109mg/dl. No discharge instructions were provided ands she stated that has had no changes to her medication before or after seeking medical attention. No additional information was provided.